Manufacturer narrative:
Upon investigation, it was found that the qc was out of the specified ranges on the date of the events. From (B)(6) 2019 to 21-nov-2019 the customer's calibration signal recovery fluctuated in ranges wider than the expected signal ranges. In addition, the field service engineer replaced 2 pinch valve tubings that were dented. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results from the cobas 6000 e 601 module analyzer. The rerun was performed because the qc was out of range. The questionable results were reported outside the laboratory. The reagent lot number was 39666300 with an expiration date of 31-may-2020.